Manufacturer narrative:
The device was not received for analysis and was reported to have been disposed; therefore, no physical or visual analysis of the device can be performed. The manufacturing batch record review confirmed the device met all material, assembly and inspection specifications. The device instructions for use under the precautions section states, "do not torque, advance or withdraw the guidewire if significant resistance is felt. Torquing, advancing or withdrawing a guidewire against significant resistance may cause vessel damage, guidewire damage and/or guidewire tip separation." The initial reporter's first and last name are unknown. If there is any further relevant information received, a follow-up medwatch report will be submitted.

Event description:
The tip of the wire came off and was left in the peroneal artery. Jetstream catheter was being used with the thruway wire and upon removal of the device the tip of the wire came off. Physician tried to retrieve but was unsuccessful so he ballooned into the wall. Patient condition was reported as good and there were no known patient complications post procedure.